Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The lead in question is still implanted in the patient and is under monitoring by a physician. No patient complications have been reported as a result of this event.

Event description:
It was reported that lead impedance has been <200 ohms. It was also reported that there is ventricular oversensing, also there is intermittent sensing of r-waves. The lead is currently implanted. No patient complications have been reported as a result of this event.